Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for power error detected and hardware low level failure. Customer performed troubleshoot for both issue but self test was not ok. Customer's current blood glucose was 149mg/dl. Insulin pump will be return for analysis.

Manufacturer narrative:
There was no unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The power error 25 alarm occurred due to non-sleep anomaly software error. The insulin pump passed the displacement test, sleep current measurement and active current measurement. The pump error 63 alarm occurred in the pump trace download due to moisture damage on the keypad traces.